Event description:
The user reported doctors complained about low calcium results that had been reported early in one morning. Customer reported out 72 patient calcium results which were lower than their normal range. She repeated the samples on another d module and provided calcium results for 71 patients, 29 were discrepant: patient 1, initial 8.3, repeat 9.5 mg/dl. Patient 2, initial 8.2, repeat 9.4 mg/dl. Patient 3, initial 8.2, repeat 9.1 mg/dl. Patient 4, initial 8.3, repeat 9.2 mg/dl. Patient 5, initial 8.4, repeat 9.2 mg/dl. Patient 6, initial 8.5, repeat 9.3 mg/dl. Patient 7, iniital 8.4, repeat 9.4 mg/dl. Patient 8, initial 8.5, repeat 9.6 mg/dl. Patient 9, initial 8.5, repeat 9.5 mg/dl. Patient 10, initial 8, repeat 9 mg/dl. Patient 11, initial 8.3, repeat 9.1 mg/dl. Patient 12, initial 8.3, repeat 9.1 mg/dl. Patient 13, initial 8.4, repeat 9.2 mg/dl. Patient 14, initial 8, repeat 9.1 mg/dl. Patient 15, initial 8.1, repeat 9.2 mg/dl. Patient 16, initial 8.5, repeat 9.3 mg/dl.. Patient 17, initial 8.5, repeat 9.4 mg/dl. Patient 18, initial 8.2, repeat 9 mg/dl. Patient 19, initial 8, repeat 8.8 mg/dl. Patient 20, initial 8.1, repeat 8.9 mg/dl.. Patient 21, initial 8.2, repeat 9.4 mg/dl. Patient 22, initial 8.5, repeat 9.6 mg/dl.. Patient 23, initial 7.5, repeat 8.2 mg/dl. Patient 24, initial 8.5, repeat 9.4 mg/dl. Patient 25, initial 8.4, repeat 9.3 mg/dl. Patient 26, initial 8.2, repeat 9 mg/dl. Patient 27, initial 8.1, repeat 8.9 mg/dl. Patient 28, initial 8.4, repeat 9.2 mg/dl. Patient 29, initial 8.4, repeat 9.3 mg/dl. Customer did not know if patients were affected and was not willing to investigate further. No adverse events were reported. Calcium reagent lot #s involved: 61680901 61550801 the field service representative determined the cause was blocked blue reagent nozzle tips and replaced the blue reagent nozzle tips. He ran qc and precision to verify analyzer operation.